Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). A field service engineer was dispatched to customer site. A planned maintenance (pm) was performed and the catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit for the past 6 months (10/15/2014 ¿ 04/13/2015) did not reveal a significant trend. ¿the trend of the product malfunction code odor/smells was completed from may 2014 through april 2015 and did not reveal a significant trend. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
Ni